Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to non-union of multiple mid-foot fusion.

Event description:
It was reported that the patient underwent a revision surgery due to non-union of multiple midfoot fusion. New information was received that this product is not a wright medical device.

Manufacturer narrative:
Additional information received that the device that was revised was not a wright medical device.